Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, open wound, severe abdominal and groin pain, bulging, nausea, emesis with retching, adhesions, redness, necrotic debris, acute rash, and urinary frequency. Post-operative patient treatment included revision surgery.